Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, navigation ring did not function due to an accidental blow. There was no patient involvement.